Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The cine films confirmed that the valve was deployed in a good position and dislodged. The inflow portion of the valve was noted to be somewhat constrained. A balloon was inflated in the valve and a snare was placed. The valve was snared to the ascending aorta. Good vessel flow is observed on angiography. Potential factors that can influence a dislodgement include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and user technique but a root cause could not be established from the information available or image review. The cine films can confirm another valve was implanted on a different day and that CPR was initiated prior to full deployment. The cine films cannot confirm the state of the patient or the reason for death. The device instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Cardiac arrest is known potential adverse effects per the device IFU. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure-related or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device. According to implanting physicians, the death was caused by the anesthesia as the anesthesiologist did not check oxygen levels during the procedure. This event does not indicate device misuse or malfunction. Updated data: eval method code, eval results code and eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI#: (B)(4). Product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned in a good location and was deployed. The implant depth was at 2 millimeter (mm) on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). Following the deployment, the valve dislodged to the aortic root. An attempt was made with a balloon to reposition the valve but failed. A snare was then used to move the valve to the ascending aorta. The valve was left, and the procedure was completed. The physician was not comfortable implanting a second valve at that time. Eight days later, during the implant of a second transcatheter bioprosthetic valve cardiac arrest occurred when the valve was navigating through the aorta. The valve was successfully implanted valve-in-valve, and cardiopulmonary resuscitation (CPR) was performed for over twenty minutes. The patient did not respond to the CPR and died. The physician reported that the death was caused by anesthesia, as the anesthesiologist did not check oxygen levels during the procedure and caused the cardiac arrest. No autopsy was performed.